Manufacturer narrative:
(B)(4).

Event description:
During preventive maintenance, the 840 ventilator had a blank screen. There was no patient involvement. Covidien replaced the graphical user interface (gui) pcb. The ventilator passed all testing.